Manufacturer narrative:
H10: h3, h6:the reported device was received for evaluation. A visual inspection revealed the device wasn't returned in any original packaging. The t1 is off the needle but attached to the suture. The t2 is still on the needle. The actuator is in the pre-t1/post-t2 position. A functional evaluation was performed on the returned device and found the actuator cycled, then pushed the t2 off the needle and continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the failure include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair with fast-fix 360, after the deployment of the t1 implant, the t2 was still on the needle, it could not be deployed. The t1 implant was removed with tweezers. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information on b5 and h6 (medical device problem code).

Event description:
It was reported that during a meniscal repair with fast-fix 360, after the deployment of the t1 implant, the t2 deployed prematurely through the meniscus. Both implants were removed from the patient with tweezers. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).